Manufacturer narrative:
The system was examined and the reported event was replicated. The manifold pressure vacuum was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 12, 2000. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the dirt accumulation in the manifold pressure vacuum. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was bad aspiration during a surgical procedure. The procedure was completed with no harm to the patient.